Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: creases fold, wear abrasion and opening curved on anterior leak test and microscopic analysis was performed which identified: sharp opening on anterior. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening.